Event description:
International affiliate reported leakage around a twist clamp on a transfer set. No pt injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of leakage around a twist clamp on a transfer set. This is due to broken occluder feet. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take correction/preventative action as appropriate.